Event description:
The pump was explanted after an implant duration of 39 months. No reasons for the explant was given.

Event description:
The patient had been experiencing low back and increased right leg pain. After the pump replacement, the patient experienced a cerebrospinal leak.